Manufacturer narrative:
Correction b3. Date of event updated.

Manufacturer narrative:
Investigation summary ppae (thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that 24 days after an impella 5.5 was explanted a mobile thrombus-like structure was found in the patient's ascending aorta. The thrombus was removed. The patient was in stable condition.